Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the flow sensor was found to be broken. The device's flow sensor was replaced to address the issue.